Manufacturer narrative:
This report is submitted on december 13, 2021.

Event description:
Per the clinic, the patient experienced post-operative skin flap infection and subsequently was treated with oral, IV and topical antibiotics (specific date and duration not reported). However, the issue did not resolve, exposing the receiver/stimulator. The device was explanted on (B)(6) 2021. Reimplantation is planned but has not taken place as of the date of this report.